Manufacturer narrative:
The product was not returned for evaluation. Imagery provided by the site revealed the patient access vessel was undersized and there was presence of significant calcification and tortuosity of the vessels. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the edwards esheath introducer set and no deficiencies were identified. During the manufacturing process, the valve frames are inspected and tested several times. During manufacturing, the valve was 100% inspected. During the final inspection, the valve underwent 100% inspection by both manufacturing and quality. Prior to final packaging, 100% visual inspection of the valves were performed at preliminary packaging ensure there was no damage to the valves. These inspections during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The complaint for frame damaged during use was unable to be confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing non-conformance contributed to the reported event. However, a review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ¿per medical opinion, it was speculated that the valve was advanced through the esheath without the loader cap being fully inserted into the sheath, and perhaps the leading edge of the valve got caught on one of the hemostatic valves within the sheath.¿ per imagery review (3mensio), the patient had present of calcification, tortuosity, and undersized access vessels. Per IFU, ¿insert the loader into the sheath until the loader stops.¿ the loader is used to facilitate the smooth transition of the crimped valve through the hub of sheath. Without the loader fully inserted into the sheath, the valve struts can interact and caught on to the hemostasis valves within the sheath hub and lead to frame damage. Additionally, the presence of calcification, tortuosity, and undersized access vessels can create a challenging pathway during delivery system advancement and retrieval through the sheath. So, if excessive force was applied, it could also potentially lead to further valve struts damaged or bent during delivery system advancement and retrieval through the sheath. As such, available information suggests that procedural factors (partially inserted loader) and/or patient factors (calcification/ tortuosity/ undersized vessel) have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. There may be cases in which the valve is not able to be deployed at the intended location. This may require deploying the valve at a non-target location. Although, generally well tolerated, the long-term effects are not completely understood. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint was unable to be confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance has contributed to the reported events. No labeling/IFU/training inadequacies have been identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required.

Manufacturer narrative:
UDI: (B)(4). The investigation is underway.

Event description:
As reported by a field clinical specialist, during a transfemoral tavr procedure with a 26 mm sapien 3 ultra (s3u) valve, prior to advancement over the aortic arch after valve alignment, it was noted that a strut on the s3u valve frame was bent, pointing outward from the valve.  The decision was made to remove the delivery system, sheath and s3u valve as a unit. The valve was unable to be withdrawn into the sheath. While attempting to withdraw the valve additional struts became bent and the decision was made to deploy the valve in the iliac artery. The valve was partially deployed and the delivery system was removed without issue. A covered stent was placed through the valve to preserve flow in the artery. The case was aborted and a vascular closure was obtained without issue. The patient was re-admitted two weeks later and successfully completed the tavr procedure with no issues. The patient was doing well post procedure. Per medical opinion, it was speculated that the valve was advanced through the esheath without the loader cap being fully inserted into the sheath, and perhaps the leading edge of the valve got caught on one of the hemostatic valves within the sheath.